Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, logs captured there were 3 session on the date of issue. The site used 'spinalfusion' procedure on the date of issue. Thousands of 'infrared interference' errors were observed, but did not capture any abnormality related to the reported behavior. It was suspected the infrared interference error might have caused the reported behavior, however, there was insufficient information to determine the root cause of the reported behavior. Previously reported codes b01 and c19 are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported there was no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon lost optical navigation during a case. They rebooted the system which temporarily resolved the issue. Once they were up again, it was reported that the camera failed. Another system was brought in to complete the case. During troubleshooting, the network device interface (ndi) toolbox indicated that the camera status was good. Event log in ndi tool box did not indicate any errors with the camera. It was verified that tracking functioned as intended in the application. There was failed navigation. There was a delay of about 10 minutes. There was no impact on patient outcome. The camera appeared to be turning off during the procedure.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown. Additional information added to section e, initial reporter. H6) img code updated to reflect case part addition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.